Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found that the body of the lead had stretched. The length of the stretched lead was indicated as 29.5 centimeters.

Manufacturer narrative:
Product ID 3093-28 lot# v360240, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead migrated "too deep" the patient had gained 84 pounds since original implant. It was also noted that there was normal depletion of the implantable neurostimulator (ins). The patient had a new lead and ins implanted and there was no patient injury. The patient was noted to be having a "positive" response.